Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "imperfection in balloon due to process". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Syringe of sterile water for balloon inflation female use only single use only. Do not re-sterilize this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Do not use if package is damaged. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheters had expelled all intact not deflated but squidgy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheters had expelled all intact not deflated but squidgy.